Manufacturer narrative:
Technician found that the rocker arm was broken causing the head end brakes not to engage. He installed the transtar brake/steer upgrade on the head end of the stretcher and the brakes functioned properly. The stretcher came from labor and delivery and there were no alleged injuries.

Event description:
Technician alleged that the brakes were not holding at the head end of the stretcher.